Event description:
Surgeon had completed laparoscopic cholecystectomy on pt and following completion of the procedure it was noted that brown fluid - irrigation fluid- had leaked from the battery chamber during the procedure.